Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no communication anomaly due to buttons not responding.

Event description:
The customer reported via phone call that there was no more insulin and meter was not sending the blood glucose to the insulin pump. The customer¿s blood glucose level was 218 mg/dl at the time of the incident. Customer declined to troubleshoot. The insulin pump will be returned for analysis.